Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. Minor scratches on lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. No frozen display noted during our testing.

Event description:
Customer reported issues with the insulin pump. Customer states that the keppad buttons are not responding. The blood glucose reading is 141 mg/dl. The insulin pump will be replaced. Nothing further reported.